Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case clip broke and the pump fell pulling the infusion set site from the body. The customer's blood glucose (bg) level was 495 mg/dl. The pump case has since been replaced.